Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional info will be sent within 30 days upon receipt.

Event description:
Report rec'd indicated that there was slight premature deployment of the stent noticed prior device preparation. The intended procedure was carotid artery stenting. The product was not use in the patient and no adverse events were reported. Additional info has not been provided in response to request for prepping-procedural details and vessel characteristics.